Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: a review of the black box showed a no cartridge detected alarm. The rewind, load, and prime steps were performed successfully with no issues. The pump detected the correct force. The pump cover was removed to find the force sensor pins seated and the solder connections intact. No evidence of contamination or cracked force sensor traces were found. The complaint was verified in the history but no duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Additionally, the audio bolus button cover was missing on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.